Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during manufacturer's assessment due to a deviation between the stylus and cursor on the programmer screen. It was also noted that the paper tray was out of paper. Both latches of the cord bay were broken. The upper and lower bullets were missing / worn. Both keyboard hinges were worn. The keyboard's casing was broken. The front latch of the base frame of the keyboard as broken. The left keyboard cover plate sliding rail was worn. The anti slip layer of the radiofrequency head was worn. The company logo button was missing. The stylus was worn but still functional. The upper and lower handles were damaged. The media bar door latch was broken. The power cord mantle was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.